Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was a precision valve with 4 dots. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3019 with lot ctcbfy, conformed to the specifications when released to stock in 12th march 2015. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Patient feel dizziness, vomiting, and doctor suspect that the pressure is not accurate to 100mmh2o, so remove the product from patient and change a new one, also return the product to tbms and ask to testing the pressure.